Manufacturer narrative:
Investigation found no damage or deficiencies that would contribute to infection, swelling, or pain at the infusion site. The formed needle, soft cannula, and bottom housing were all inspected, and no abnormalities were found. The investigation found no evidence of any damage. The cause of the reported infusion site events could not be determined.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device longer than 48 hours. The patient went to the emergency room and was diagnosed with cellulitis. Symptoms reported include hyperglycemia, swelling, pain, redness and warm to the touch. The patient's blood glucose level reached 17.1 mmol/l (307.8 mg/dl) during the event. The patient was prescribed 160 mg of sulfatrim to be taken twice a day for a week. The hospital visit lasted 20 minutes and the patient was scheduled for a follow-up on (B)(6) 2025 and told to visit their doctor if they do not heal.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.